Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required as this device was out of production prior to the (B)(6) 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy message during refractive ablation. Additional information has been requested.

Manufacturer narrative:
Additional information provided. During technical onsite visit the field service engineer (fse) performed logfile review and found the target energy was reached with a high internal energy. When the message was coming up about the high internal energy and the operator would repeat the energy check test, he would get normal values of internal energy. The fse checked the system and repeated these test , they also were able to get the same normal values of internal energy check and ablation depth. Customer confirmed that the previous week paint work was done in areas near the surgery rooms, this affects the quality of the nitrogen gas that is created by the equipment itself. The fse recommended customer to perform circulation of air inside of surgery room several minutes before making the calibration of the equipment. The operator of the system was given instructions regarding how several energy check tests and how to apply details for getting a better visual reference of the current value of internal energy. The root cause is the bad air conditioning. Specifically, the paint can affect the transmission of the laser beam (or quality n2), which results in higher energy being required in turn. The manufacturer internal reference number is: (B)(4).